Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, on (B)(6) 2023 the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 1100 mg/dl. Reportedly, the customer was in a coma for 3-4 days while in the ICU. Customer was released from the ICU on (B)(6) 2023 with the issue resolved. Additional information was unable to be gathered as the customer had trouble remembering details leading up to and during the hospitalization.